Event description:
A report was received that the patient was having abdominal pain day after perm implant. The patient was given with blast of steroids and the pain had subsided. The patient was getting good relief and was doing well. No next course of action at this time.